Event description:
It was reported via repair work order that the siderail was not locking in upright position due to locking mechanism malfunction.

Manufacturer narrative:
Follow-up as further investigation determined the siderail not locking in the upright position was due to the locking mechanism not working properly.

Event description:
It was reported via repair work order that the siderail was not locking in upright position. No adverse consequence or clinically relevant delay in treatment was reported.